Manufacturer narrative:
(B)(4). If implanted, give date: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to ''floppy iris''. Incision was enlarged and the lens was cut into pieces and removed. No harm to the patient. The explanted lens was discarded. No further information was provided.

Manufacturer narrative:
Device evaluation: complaint device was not returned for evaluation. The reported issue could not be verified. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no related deviation or non-conformity report for this complaint. During manufacturing process, all lenses are inspected under 10x microscope magnification and the lenses are measured for diopter power, resolution, and contrast. A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.